Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left rear wheel rubber coming off the wheel.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the tire was separated from the rim on the inside of the wheel, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Left rear wheel rubber coming off the wheel.